Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings greater than 27.8 mmol/l. A "hi" display message indicates a reading greater than 27.8 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 4.4 mmol/l, 23.8 mmol/l and 28.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The returned meter's memory only stores up to 450 events, including control solution, blood glucose and blood ketone results, and other meter information. The date of the event was not present in the meter's memory; however, similar readings were found but not within ten minutes.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 4.4 mmol/l, 23.8 mmol/l and 28.8 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.